Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a malfunction in the slide clamp detection circuit. To correct this condition, the safety slide clamp sensor and contacts were cleaned and resoldered. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a failure code 27. This failure code is associated with a malfunction in the slide clamp detection circuit. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.